Event description:
Information was received that during a routine tracheostomy tube change of a smiths medical bivona tracheostomy neo flextend plus, the right eyelet was found to be broken. The tube was changed immediately, and no patient adverse effects occured.

Manufacturer narrative:
Evaluation results: one bivona flextend plus tracheostomy tube was returned for investigation in used condition. Visual inspection was performed at 12 inches and under normal conditions of illumination so as to look for any damages to the parts. The visual inspection revealed that the tracheostomy tube was torn. There were splits in the neck strap. The visual inspection confirmed the customer reported product problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.